Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Stored electrogram review noted the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing due to post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. Programming changes were discussed. No intervention reported.